Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient's device delivered inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks due to a sinus tachycardia. It is unclear if tachycardia therapy was temporarily exhausted as a result of the multiple shocks delivered.

Manufacturer narrative:
The patient was seen in the emergency room, where device therapy zone settings were reprogrammed. No additional information is available at this time, and current records suggest that this device remains implanted and in service. This event will be updated if any additional information becomes available.